Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger. Therefore, the reported condition that the device was out of order was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearing of the sagittal saw with key device seized, and the device had a sticky trigger. It was noted that the bearing was blocked. It was further determined that the device failed pretest for check oscillation frequency with frequency meter, check function with power module, and check for sticky trigger. It was noted in the service order that the device was out of order. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.